Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 600 mg/dl on (B)(6) 2019. Customer's reported that the sensor glucose was over 600 and the difference between sensor glucose and blood glucose was 30 to 40 points off. Customer was reported that the insulin delivery was not suspended. Insulin pump will not be returned for analysis.